Event description:
Surgeon utilized the device during a laparoscopic appendectomy. The procedure included several applications. After the final application, it was noted that the jaws of the device did not appear to be fully closed. Inspection revealed no leaks. Pt remained hospitalized for observation and complications occurred several days later. Dose or amount: na. Frequency: na. Route: na. Dates of use: 2005. Diagnosis or reason for use: laparoscopic appendectomy.